Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump had a loose drive support cap. The customer stated the insulin pump's drive support cap is protruded. The customer's blood glucose was unknown. Advised the customer the insulin pump will be replaced.

Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with loose drive support cap disk noted.